Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was "not working." Customer's blood glucose (bg) was 400 mg/dl. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. A correction bolus via the pump was delivered to address bg.